Event description:
A customer reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer had not previously reported similar alarms, though cts confirmed that alarms occurred with consecutive cartridges. Cts decided to replace the pump, which was still under warranty, and confirmed the shipping details. The customer was instructed to use multiple daily injections as backup therapy while awaiting the replacement. They were guided on putting the pump into storage mode and on the steps to take upon receiving the new pump. Cts shipped a replacement pump and arranged for the return of the defective one using a prepaid label, with the customer acknowledging all instructions.